Manufacturer narrative:
G4:29jan2021; b4:08feb2021. The field service engineer (fse) replaced the (ac) inlet and the power cord to resolve the issue. The unit was tested and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The alternating current (ac) power cord was returned to the manufacturer for failure investigation (fi). Visual inspection of the ac power cord failed esa resistance test. Verified reported failure. High pin-pin resistances noted g-g and n-n. The line is open. Root cause determined to be mechanical damage.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: (B)(6) 2020.

Event description:
The customer reported the unit keeps powering down, plugging to alternating current (ac) no green light, red light emitting diode (led) keeps alarming. The customer confirmed the issue. The customer reports that the power switch button is green, however, when connected to (ac) the green light goes off and the unit shuts down at that point the unit will not restart. The customer has tried a new battery and the issue continues. The remote service engineer (rse) dispatched to field for power management board replacement. The customer confirmed the unit was not in use, and there was no patient, or user harm reported.